Event description:
The article, "transcatheter closure of patent ductus arteriosus in preterm infants: results from a single-center cohort", was reviewed. The article presented a retrospective, single center study to assess the success rate of patent ductus arteriosus (pda) transcatheter closure in preterm infants and to describe the nature of procedural adverse events and short-term clinical status. The device included in this study was the amplatzer piccolo occluder. The study concluded that transcatheter closure of a pda is a valid alternative to surgical ligation due to its high success rate and low incidence of post-ligature syndrome. Nevertheless, also report rare, although serious complications. [The primary and corresponding author was (B)(6). The time frame of the study was from (B)(6) 2019 to (B)(6) 2023. A total of 25 patients were included in the study, of which all received an abbott device. The average age at time of procedure was 52 days, the average weight was 1620g, and the average gender was female. Comorbidities included necrotizing enterocolitis, exclusive enteral nutrition, bronchopulmonary dysplasia, intraventricular hemorrhage; periventricular leukomalacia, retinopathy of prematurity, and patent ductus arteriosus.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled ¿transcatheter closure of patent ductus arteriosus in preterm infants: results from a single-center cohort.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer piccolo were reported in a research article in a subject population with multiple co-morbidities including necrotizing enterocolitis, exclusive enteral nutrition, bronchopulmonary dysplasia, intraventricular hemorrhage, periventricular leukomalacia, retinopathy of prematurity, and patent ductus arteriosus. Some of the complications reported were left pulmonary artery stenosis, post-balloon dilatation, mild hemolysis, progressive arterial hypertension, and unexpected medical intervention. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.